Event description:
A us distributor reported that a monitor's case was damaged and displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case, service code 204) was confirmed due to an internally shorted u612 inverting charge pump on the ca board, as well as a leaking q701 component, causing the communication error. The monitor was unable to complete essential performance testing. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. There was no adverse event that resulted from the damaged monitor.